Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was received for analysis. Mfg date: 4/19/17. (B)(4) investigates various instances of truliant tibial trial adaptor plate central flexure disassociated from the plates. Findings: during the investigation, a review of the procedure used for the initial tolerance stack-up between the truliant tibial tray adapter and the corresponding truliant and logical tibial trays was performed and deemed adequate. Attempts to replicate the failure modes mentioned in similar complaints were unsuccessful under worst case conditions. A review of the DHR concluded that all parts were made within specification. When considering use, it was found that the design of the instrument tray cases may allow the adapter plates to become dislodged from their designated position and become damaged. Human error may also be a cause of failure such as using the incorrect size adapter plate or impacting the flexure. The design lends to being susceptible to breakage if used incorrectly due to the use of ultem material with a thinner aspect under load. The root cause associated with (B)(4) resides in the misuse/mistreatment of the adaptor plates or cannot be identified due to insubstantial evidence. The CAPA team has determined, however, that use considerations indicate that the flexure design is susceptible to damage from said misuse/mistreatment. Corrective action taken: the design of the adapter plate has been changed. Reference (B)(4). The design of the instrument tray has also been updated. Reference (B)(4). (B)(4): instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues. The broken pieces of device were retrieved by the surgeon. An investigation was conducted under (B)(4); the team determined that use considerations indicate that the flexure design is susceptible to damage from said misuse/mistreatment.

Event description:
It was reported from the us that during an orthopedic surgery an insert adapter broke off. During bilateral total knee arthroplasty, the left knee was operated on first. Using truliant knee instruments, the left knee was prepped to accept sz 4.5 truliant ps knee implants. During trialing of the size 4.5 trial components, a size 4.5, 11mm tibial insert trial was used. The surgeon expected that his final insert thickness would likely be a 15mm but considered a 13mm. The real size 4.5 femoral and tibial tray implants were opened and cemented into place. The surgeon then wanted to trial a 13mm insert. The three-piece trial was assembled using a size 4/4.5 13mm shim, a size 4.5mm topper, and a size 4.5 insert trial adapter. The patient's anatomy did not allow for fully anteriorly subluxing the tibial for easy placement of this trial assembly. Therefore, its placement was more challenging. At some point during the insertion of this trial assembly, which was finally seated onto the real tibia for trial reduction, the foot of the sz 4.5 insert trial adapter broke off. It was not apparent when this happened. When the trial assembly was removed, however, a small light green fragment (approx. 4-5mm in dia.) Of the trial adapter was seen in the wound and retrieved by the surgeon. This fragment as well as the remaining larger piece of the trial adapter were sequestered and placed into a plastic bag on the sterile field and then handed off the field in the bag. After the surgery, the broken instrument was sent to decontamination in the plastic bag for cleaning and retrieval to return for evaluation. Unfortunately, during cleaning the small fragment was inadvertently lost in the washer. Therefore, only the large piece of the broken instrument was returned. Patient's health was stable leaving the or. Inactive agency, no further information is available.